Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer used more insulin than usual to fill the infusion tubing during the load sequence. Blood glucose was in the 200-300 mg/dl range. Reportedly, the customer completed a supply change and resumed insulin delivery.